Manufacturer narrative:
Customer returned (1) loose 1cc syringe. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end as well, cracked adhesive, and tubing ovality (deformation from normally circular cross section). When viewed together, these are all indicators of bending/ re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. See attached pictures. Although based on receipt of this complaint we acknowledge that the customer had an issue with this particular product, this complaint is not confirmed based on the results achieved from the returned sample.

Event description:
On an unknown date, the patient stated that when administering the medicine the needle detached during use in the right arm. The patient went to the hospital to remove the needle. An incision was made to remove the needle. On an unknown date, the patient took antibiotics (rosephin) for 10 days. The patient continued with pain and swelling in the arm. No further information is available.